Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of the rca. After the orsiro passed the gc, there was a calcification at the ostial rca. To avoid a stent dislodgement, the physician removed the orsiro and noticed that the stent was already off the delivery system and remained in the coronary vessel. The dislodged stent was removed by using a balloon catheter. Another stent was used to complete the intervention.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon of the delivery system is not well folded anymore and shows clear signs of inflation. Stent imprints are visible between the x-ray markers, indicating that the stent was initially crimped on the balloon. The stent is severely deformed and expanded over its entire length. The stent is still attached to the delivery system which was used for retrieval. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.